Event description:
It was reported that the isolation of the extensions showed abnormalities after implantation. No troubleshooting. Implantation of new extensions. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID b3400060m, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type extension; product ID b3400060, serial# (B)(6), product type extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060m, serial/lot #: (B)(6), ubd: 14-oct-2026, UDI#: (B)(4), product ID: b3400060, serial/lot #: (B)(6), ubd: 04-feb-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: b3400060m, lot#serial#: (B)(6), implanted: on (B)(6) 2025, explanted: on (B)(6) 2026, product type: extension, product ID: b3400060, lot#serial#: (B)(6), product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the cause of the event was not determined but the new extensions were implanted.

Manufacturer narrative:
Continuation of d10: product ID b31030, serial #: unknown, product type accessory, product ID b3400060m, serial #: (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type extension product ID b3400060, serial #: (B)(6), product type extension. H3: analysis of the lead (va30q9tv22) had shown that the conductors were broken at the proximal end. Analysis of the lead (va32lsuv30) had shown that the lead was segmented for removal but passed all testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.